Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "door was damage' was confirmed during device evaluation. The cause of the problem was that the door was broken. Service replaced the door to fix the problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a damaged door. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). (Date in follow up medwatch #001 should have been (B)(6) 2012)

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.